Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that deflation difficulties  were encountered during a post-dilatation step in a coronary intervention using the nc euphora balloon rx. The lesion being treated exhibited 80% stenosis with moderate calcification, no tortuosity  in the proximal right coronary artery. The treated lesion presented with 80% stenosis and moderate calcification, with no tortuosity observed in the proximal right coronary artery. During deflation, the balloon was slow to deflate at the lesion site, taking 10 seconds compared to the usual 3 seconds, which resulted in acute coronary ischemia. The contrast medium to saline ratio used was 1:1.5. Device inspection was performed prior to use and negative prep was performed, both with no issues identified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were no patient harm symptoms as a result of the slow balloon deflation, only slower deflation flow than normal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex c code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. Difficulties were not noted during inflation of the device. Two inflations were performed prior to the deflation difficulties, the first to 16 atm, and the second to 20 atm. The device was not moved or repositioned while inflated. The balloon was deflated within 10 seconds and removed immediately from the patient with no difficulty experienced. Intervention was not required to remove the device from the patient. It was later clarified that the deflation difficulty led to slow blood flow only and there was no coronary ischemia. No patient complications have been reported as a result of this event. Correction: the lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the balloon in a post inflated state with contrast visible in balloon. There was no observable damage to prox bond inflation lumen. The balloon was successfully deflated within performance specification, from a nominal of 12atm, from 16atm, and from 20atm. No other damage noted. Deflation time: 12atm:11 sec 16atm:15 sec 20atm:15 sec image analysis: one video of the catheter lab screens was provided to support analysis. The one image from the video confirms that the balloon remains inflated in the proximal rca immediately adjacent to the tip of the guide catheter. The mechanism of use cannot be confirmed from the image. The cause of the alleged deflation issue cannot be identified from the image. Additional information: lot number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.